Event description:
It was reported that the patient was taking a shower a ¿week ago¿ and noticed the device was in her stomach and she had a big bump in her stomach. The patient stated that it was the stimulator in her stomach and she was not sure where the lead went. The patient stated it was pretty tender and that she had not charged the battery. The patient stated that the device was implanted on the back buttocks, top right hand side, and she did not want to dislodge it more. The patient was unable to physically feel the stimulator ¿two to three months ago¿ and therapy was fine prior to this month range. The patient noted that she had no falls or trauma. The patient did lose a lot of weight ¿about a year ago¿ because her son passed away and she had a lot of stress. The patient also reported that the implant had been dead for ¿about half a week¿ and she needed to charge. The patient had not felt stimulation for ¿about half a week.¿ the patient had never had the device checked and did not know she needed to have it checked. The patient also mentioned that she never had therapeutic effect. The patient¿s symptoms began after a ¿position change.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # v019908, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).